Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Customer reported that the device recovered after changing the unit from mechanical to manual and then back to mechanical ventilation again. There is no report of any repair to the unit being made after the incident.

Event description:
The hospital reported that during a procedure mechanical ventilation was lost. The device recovered once the bag to vent switch was toggled. The patients o2 saturation dropped to between 70-80%, however it was resolved quickly and it did not cause any patient injury.